Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Not trained in starclose se. The customer reported the device was discarded. The lot number was not provided, therefore, review of the device history record could not be performed.

Event description:
It was reported that a physician untrained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after clip deployment, difficulty was encountered during device removal. As per the instructions for use, the access ports and safety release button were used. The device was pulled out using force. Hemostasis was achieved by the clip. There was no reported adverse patient sequela. Though requested, additional information was not provided.